Event description:
Ous MDR - at implant the physician commented on how the rotating of the helix seemed different than his previous implants of this type of lead. Normally he felt it took 6-7 rotations, but this one took 16 rotations to fully extend. The next day this lead was found to be dislodged. This lead was successfully repositioned and remains actively implanted.

Manufacturer narrative:
Follow-up 01 is being sent to submit the evaluation, which was missed in the initial report. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.